Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that they were getting alert 02(low flow) and alert 01 (patient line open) on the arctic sun device (s/n (B)(4)) they were actively changing pads. Mss explained how to properly connect the pads and to confirm all tubing was straight and not kinked. Mss advised to change device or to call back to troubleshoot if flow continued to be low after changing pads. Nurse stated it would be a while to complete changing pads. They would call back if not resolved.

Manufacturer narrative:
The reported event was inconclusive because no sample was returned. A potential root cause for this failure could be ¿use of punctured pads or pad lines¿. The DHR review could not be performed without a lot number. Based on the results of the investigation, no additional actions are needed. The product catalog number and the lot number for this device are unknown. Therefore, bd is unable to determine the associated labeling to review. Correction: g h11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned

Event description:
It was reported that they were getting alert 02(low flow) and alert 01 (patient line open) on the arctic sun device (s/n (B)(6)). They were actively changing pads. Mss explained how to properly connect the pads and to confirm all tubing was straight and not kinked. Mss advised to change device or to call back to troubleshoot if flow continued to be low after changing pads. Nurse stated it would be a while to complete changing pads. They would call back if not resolved.